Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was due to the electrode belt¿s ECG "d" cable being physically damaged, causing lot # to measure at 6 ohms. The root cause for cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.